Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. Investigation results. 1.1 visual inspection of the returned items found that the total length of the fractured piece was approximately 20 mm. 1.2 magnifying inspection of the actual sample found that: - the marker wire was protruding approximately 35 mm from the distal end. - waviness of the shaft was observed in the area approximately 130 mm - 220 mm from the distal end. - there were no appearance abnormalities such as kinks or crushes at other sections. 1.3 magnifying inspection of the fractured piece found that it was coil-shaped and had adhesion 1.4 component analysis of the adhesion by ft-ir* confirmed that it had ir-spectra similar to that of the ptfe inner layer of the actual sample. *ft-ir (fourier transform infrared spectroscopy): an analysis method that irradiates substances with infrared light and measures the transmitted or reflected light for structural analysis and quantitative analysis. Based on 1.3 and 1.4, the fractured piece was presumed to be either the first, second, or third radiopaque marker band. 1.5 electron microscopic inspection found that both the fracture ends of the protruding marker wire and of the fractured piece were in tapered shape. From this, it was presumed that the fracture was caused due to the actual sample having been exposed to a tensile load. 1.6 x-ray fluoroscopic inspection of the lumen of the actual sample found that the 1st, 2nd and 3rd radiopaque marker bands were all unraveled and disappeared. No abnormalities were observed in other parts of the marker wire. 1.7 the actual sample was disassembled. Magnifying inspection inside of it obtained the following results. - approximately 50mm from the distal end: peeling of the inner layer, exposure of marker wire - approimately 65mm from the distal end: exposure of marker wire - approximately 120 mm from the distal end: damaged inner layer - approximately 140mm from the distal end: no abnormalities in the inner layer, no abnormalities such as exposed marker wire from this, it was presumed that the first, second and third radiopaque marker bands were all unraveled and disappeared because the inner layer was damaged up to about 120 mm from the distal end. 1.8 dimensional inspection the inner diameter of the proximal section was within our control standards and no anomaly was observed. The inner diameter of the distal section could not be measured since the marker wire was exposed. 1.9 the label on the individual package of v-18 showed that the diameter of this product is 0.018 inch (0.47 mm). Of note, the recommended guidewire diameter for navicross is 0.46 mm. Simulation test: based on the inspection result that the marker wire was protruding from the distal end of the actual sample, the following simulation test was performed. - a navicross sample was combined with a factory-retained sample of v-18 guidewire, which was the product that was used in combination with the actual sample during the event. - while navicross and v-18 were held curved, the ptfe coated part of v-18 was pushed/pulled repeatedly. - the ptfe coating of v-18 was abraded with the distal end of the navicross and pieces of coating were generated. While the pushing and pulling manipulation continued, the scraped pieces entered the lumen of navicross and diminished the clearance, which led to the v-18 getting stuck. - as the pushing and pulling manipulation was repeated further, the inner layer was exposed to abrading force and broken. When v-18 was pushed or navicross was pulled out, the inner layer and the radiopaque marker bands were drawn out from the distal end. Based on the results of the investigation, as one of possibilities, it was inferred that the event occurred by the following mechanism. There was a possibility that the outer diameter of the concurrently used guidewire v-18 was larger than the recommended diameter for the actual sample. Due to this, the ptfe-coated part of v-18 was abraded, and the abraded pieces caused v-18 to stick. After that, when v-18 was pushed and pulled repeatedly, the inner layer of the actual sample was exposed to abrading force and broken. When the v-18 was pushed or the actual sample was pulled out, the 1st, 2nd and 3rd radiopaque marker bands were unraveled and drawn out along with the inner layer from the distal end of the actual sample. The drawn-out part of marker wire was trapped by some factor (e.g., stenotic lesion), and when a tensile load was applied, it broke. As for the missing length of the marker wire, it could not be estimated because all the first, second and third radiopaque marker bands were unraveled. IFU states: "carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the intention was to treat the leg crural vessel with percutaneous transluminal angioplasty (pta). The navicross would not advance over the wire. It was removed without any resistance. The nurse noticed on removal of the navicross that a small piece of material was noted with a red tip. Query part of the catheter tip. The end of the catheter appeared to have a fine wire protruding from it. The tip was retrieved and no effect to patient. The procedure outcome was not reported. The patient was harmed however not seriously. End of catheter broke inside the patient body and medical intervention was performed to retrieve it.

Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the actual sample found no anomaly in them. A search of the complaint file of the involved product code/lot found no similar cases reported from other facilities. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).